Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed. Zimmer biomet will continue to monitor for trend

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement perforation system did not function. The surgery was completed with another batch causing a five minute delay to surgery. No further information has been made available at this time.